Event description:
It was reported the guidewire was stuck. Delivered pulsed field ablation (pfa) x 4 in basket but when in flower they were not able to move the guidewire. They proceeded to go back to basket and were still unable to move the guidewire. Removing both catheter and guidewire were necessary. No issues with new catheter and guidewire. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).